Event description:
It was reported that externalized conductors were noted via fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Late due to delay in receiving paperwork.